Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for non-diabetes reason, and during that time the insulin pump was receiving motor error alarms. Insulin had squirted out of the insulin pump. The patient's blood glucose at the time of incident exceeded 600 mg/dl. Troubleshooting was declined for the motor error alarm and high blood glucose. The insulin pump was not returned for analysis.